Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was profound encephalopathy. The customer had low blood glucose and had crashed. The caller stated that the last time they heard from the customer was on friday evening. By the time the caller found the customer he was seizing and had been seizing for eighteen to twenty hours. The customer aspirated something when he was seizing. After glucagon was administered, the customer was taken to the hospital where he remained on a respirator and feeding tube until he passed away on wednesday, (B)(6) 2017. The caller stated that the customer was not wearing the insulin pump or the sensor at the time of death; everything had been disconnected at the time of hospitalization on (B)(6) 2017. The caller did not know the customer's blood glucose at the time of death or the last know blood glucose reading. The caller agreed returning the insulin pump for analysis.